Event description:
It was reported that during transfer, patient fell out from the device. Apparently, the fall was caused by the sling clip detachment. The event happened in the middle of the transfer. The resident was palliative treated at the facility and passed away about a week after the event occurred. The device cannot be inspected by arjo as the customer cannot identify which lift was used during the event.